Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 10/05/2018 to present date 11/14/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device will not turn on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device won¿t turn on.